Event description:
Customer reported a malfunction alarm with code malf 12 and fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted with resetting the pump, and instructed the customer to call back if the malfunction code recurred. The customer acknowledged and understood, continuing to use the pump without further issue.